Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly, and the proximal end of the pull wire was retracted out of the hypotube. The pusher assembly was kinked in multiple locations throughout its length, including approximately 22.0 and 133.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the distal end of the pull wire was retracted out distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed the pet lock was broken and the pusher assembly was kinked. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the coil with a handle. The kinked pusher assembly may have occurred due to forceful handling of the smart coil during navigation of patient anatomy. The kinks in the pusher assembly have caused a build-up of friction between the pusher assembly hypotube and the pull wire, overcoming the force applied by the handle. Repositioning of the smart coil during manual detachment may have alleviated some of this friction and allowed the embolization coil to detach. Evaluation of the returned handle revealed it had no visible damage and was within specification during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician experienced difficulty detaching a smart coil using the handle. On the third attempt to detach the smart coil, the physician held down the trigger of the handle on the proximal end of the pusher wire and manually pulled the wire back, detaching the smart coil. There was no report of an adverse effect to the patient.